Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 337 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and nausea. The patient applied a new pod as they had received a pod error that insulin delivery had stopped. Once at the hospital the patient had a electrocardiogram, blood work and a chest x-ray administered. The patient was treated with intravenous fluids. The patient reports they were prescribed medication for nausea. The patient was discharged from the hospital after 4 hours. The patient was able to apply a new pod after this event.